Event description:
Two pts in one week inadvertently had their prn cap (now q-syte) come off. Rptr has spoken to area bd rep two times about the concern that the cap is the same color as end of syringe or tubing. Recommended not to tape caps in place due to contamination that can be caused by tape.